Event description:
On (B)(6) 2010, the pt reported that the infusion device does not beep during bolus confirmations and the down button responds to button presses intermittently. She noticed the issue one month ago. She stated the infusion device is draining batteries every 3 days. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.